Manufacturer narrative:
Fifteen (15) months ago (B)(6) 2017, biolife received a call from the consumer saying that "she cut her leg on a piece of furniture approximately 2 weeks ago." Biolife's clinician spoke to the customer: she relates that she "bleeds easily" due to "thin skin." After injuring herself, the bleeding would not stop so she applied woundseal. The bleeding stopped and she covered with a bandage. Now 2 weeks later she reports " the skin is peeling." She denies any distress or other medical issues related to the wound and is following up with her dermatologist next week. She sent the attached picture for reference. Biolife's clinician spoke to her on the phone and forwarded a copy of our safety testing, 510k and latex free information as a reference for her md if needed. She requested no further assist or information. Biolife's customer care department follow up with customer twice, on (B)(6) 2017, the consumer said an oval area of her leg is still peeling. She showed it to her dermatologist. Her doctor had nothing to say about it. On (B)(6) 2017 consumer said that most of the peeling is gone. She said the scab is still on and she feels it will fall off by next week. According to the consumer 15 months later( (B)(6) 2018), she feels that after using the product (woundseal) there is still evidence of the effect. She stated " I have been very patient, but I think that it is time for action. At the very least an apology and/or an explanation of what caused this condition, and what can be done to clear up the skin on my leg." Biolife clinician forwarded the customer concerns to biolife's executive vice president of business development and biolife's chief medical advisor. Biolife's clinician responded to the customer: I immediately forwarded your email to our chief medical advisor and my immediate supervisor. They share my concern with your note. However, biolife's chief medical advisor perceives this to be a well-healed ulcer, not a burn like a sore. In addition, it appears woundseal did what it is intended to do, control bleeding. We desire for every customer to be satisfied but we are not in a position to impact a condition unrelated to woundseal.

Event description:
Biolife received an email from consumer regarding use of woundseal 15 months ago. Consumer claims the product caused a "severe burn-like sore" on her leg.